Event description:
Nurse from facility called about the device not reading the calibration strip. The complaint was confirmed by phone trouble shooting. The device was replaced and the defective one returned for investigation.